Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was experiencing a lot of pain, even with the device being off. The manufacturer representative stated that the settings only needed to be at 0.2v in order for the patient to feel stimulation, when they had it at 6.8v during their trial. The patient¿s healthcare provider (hcp) thought that the leads were placed in the intrathecal space and wanted to revise them. Both leads were replaced on (B)(6) 2017 and the issue was resolved. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and failed back surgery syndrome.